Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in a female patient who had essure (batch no. C06467) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device allergy ("allergic or hypersensitivity reaction (to device)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain and abdominal pain lower had resolved and the vaginal haemorrhage, device allergy, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device allergy, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: great placement, no complication. Most recent follow-up information incorporated above includes: on 6-mar-2018: pfs received. New events added- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction (to device), dysmenorrhea and dyspareunia. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. C06467) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included painful periods (heavy crampy.), uterine fibroids, adenomyosis, chronic cervicitis and uterine bleeding. Concomitant products included antibiotics for endometritis as well as doxycycline hyclate and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal hemorrhage ("abnormal bleeding (vaginal)"), device allergy ("allergic or hypersensitivity reaction (to device)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain and abdominal pain lower had resolved and the vaginal haemorrhage, device allergy, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device allergy, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal hemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: great placement, no complication. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, lower abdominal pain, dysmenorrhea¿. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality safety evaluation of product technical complaint incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain") in an adult female patient who had essure (batch no. C06467) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included painful periods (heavy crampy.), uterine fibroids, adenomyosis, chronic cervicitis and uterine bleeding. Concomitant products included antibiotics for endometritis as well as doxycycline hyclate and medroxyprogesterone acetate (provera). On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), abdominal pain ("abdominal pain"), abdominal pain lower ("cramping"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), device allergy ("allergic or hypersensitivity reaction (to device)"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy with extraction of essure device). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain and abdominal pain lower had resolved and the vaginal haemorrhage, device allergy, dysmenorrhoea, dyspareunia and menorrhagia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device allergy, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, uterine leiomyoma and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2015: great placement, no complication ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal pain, lower abdominal pain, dysmenorrhea¿. Most recent follow-up information incorporated above includes: on 13-mar-2018: medical record was received. Reporter information, concomitant disease was added from mr. Medically confirmed case. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine leiomyoma ("fibroids"), abdominal pain ("abdominal pain") and abdominal pain lower ("cramping"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine leiomyoma, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, pelvic pain and uterine leiomyoma to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.